Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on (B)(6) 2022, during a diagnostic eus screening procedure and it was completed with a similar device with no effect to the patient or operator. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding ¿ultrasound image not displayed¿ was not reproduced, acoustic lens was found floating and chipped, and watertightness was lost due to a perforation on the bending rubber. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, watertightness was not maintained due to holes in the curved rubber, peeling (floating) of the curved rubber adhesive part was recognized, the curved rubber adhesive part was cracked, scratches were found on switch (sw) 1, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were found on the insertion tube, a float was observed in the acoustic lens, the acoustic lens was missing, the adhesive around the acoustic lens was peeling off, the operation part cover surface was peeled off and peeling of the paint was recognized on the air/water supply cylinder. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope needed a repair to change the forceps raising angle and ultrasound image was not available. There was no harm or user injury reported due to the event.